Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an ladg procedure, the clip did not deploy, another device was used to complete the case. There were no adverse consequences to the pt.